Event description:
It was reported to philips that the device would not acquire co2 readings. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Customer evaluated device.